Event description:
Affiliate reports that the device would not reprogram after implantation and needed to be explanted. It was implanted on 5/15/06 and replaced with other co's product on 6/3/06. The pt died after revision. It was also noted that the device did not cause or contribute to pt's death.

Manufacturer narrative:
It is unclear if the product will be available for eval. In addition, no lot info has been provided. Without a lot number or the device, codman is unable to conduct a proper investigation. If the device and/or lot info does become available, a follow up report will be filed. Also, the affiliate has been asked to provide us with the cause of death and upon receipt of that info a follow up report will be filed. Trends will be monitored for this and/or similar complaints. At the present time this complaint is considered to be closed.